Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. It was noted prior to use on the patient that the device was protruding through the foil. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the suture was sealed in the seal margin.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.